Event description:
It was reported that during the unknown procedure, the stapler only fired 1/4 of the way. The knife blade moved forward and staples were formed but it would not move past the 1/4 point. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as 1/1/22. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.